Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure fiber tip got damaged. The metal tip protector got broken and the laser beam was not coming out the fiber. Procedure was completed with another fiber. No additional information was reported.